Manufacturer narrative:
The paddle lead should not have been shown as an additional suspect device. Correction to follow-up #1 MDR: this follow-up MDR was sent in error. All information can be found in the initial MDR.

Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket revision procedure wherein the pocket was very slightly altered. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for patient¿s pocket revision procedure was due to the pocket being very slightly altered and had discomfort in the area. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: coveredge 32, 50 cm 4x8 surgical lead description: (B)(4).

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.